Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media complaint which reported the following: "my daughter had the (freestyle libre), and it almost killed her. It wasn't reading right, telling her she was at 6.5 mmol/l, but when she went to the hospital and got a blood test done she was actually 65.4 mmol/l. She went into a diabetic coma for 2 days because of your sensor not reading...". No further information was reported and details regarding treatment are unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a social media complaint which reported the following: "my daughter had the (freestyle libre), and it almost killed her. It wasn't reading right, telling her she was at 6.5 mmol/l, but when she went to the hospital and got a blood test done she was actually 65.4 mmol/l. She went into a diabetic coma for 2 days because of your sensor not reading...". No further information was reported and details regarding treatment are unknown. There was no report of death or permanent injury associated with this event.